Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 145 mg/dl and the bg meter was reading 500 mg/dl. The patient was wearing a betabionics ilet insulin pump. The following day, (B)(6) 2025, around 8am, the patient was hospitalized with dka. No specific patient symptoms were reported. At the hospital, the patient¿s bg meter reading was 600 mg/dl. No cgm comparison value was reported. The patient was treated with IV insulin. Her sensor and insulin pump were removed. It was not specified how long the patient was hospitalized prior to being discharged. The patient stated she said the details for this event are ¿foggy¿ and her ¿brain was wiped out¿, therefore, she could not provide dexcom with any further information. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.